Event description:
It was reported that while trying to place the implant, the doctor found the inner blister damaged (pre-opened). Procedure was completed placing other implant. Tooth location 14.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient ID not provided. Patient weight not provided.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was returned for investigation. Visual evaluation of the returned product identified slight wear however, no damage identified. Slight debris on implant. Product was not received in a seal packaged. Complainant reported that while trying to place the implant, the doctor found the inner blister damaged. The reported complaint could not be verified. Could not be confirmed. Was confirmed. A definitive root cause for this complaint could not be determined. A device history record (DHR)review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no related complaints for this product lot. The following sections have been updated: d4: expiration date, UDI h3: device evaluated by manufacturer h4: device manufacture date h6: evaluation codes h10: additional narrative.